Event description:
A slic screw was implanted into the wrist of the patient. The patient fell onto that hand and x-rays were taken to check on the screw. The screw appeared to be broken so the surgeon elected to explant it. However, during the removal surgery, it was determined that the screw was not broken. Another slic screw was implanted.